Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer receiving the subject device for re-evaluation and re-investigation. Upon additional device evaluation by the legal manufacturer, a reproduction of the error event did not occur nor could be replicated. The device was connected as described in the instruction manual, and confirmed that there was no erroneous e222 occurrence. Testing was carried out for continuous mobility of 4 hours and high load was added. Twenty on/off tests were performed, including the removal of the video module and the power supply of the processors otv-s400, and it was confirmed that there was no error e222 noted. In addition, there were numerous scratches on the electrical contacts of the video connector. It is somewhat likely that the electrical contacts of the camera head and the connecting part of otv-s400 had some kind of material, or that the connection could not be made normally, resulting in a connection failure. Based on the re-investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the event likely occurred due to poor connection between devices. The following information is stated in the instructions for use: "9.2 troubleshooting guide. Code:e222. Error message: camera head communication error. Possible cause: camera head communication is failed. Solution:immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while.if the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to some sort of incidental poor communication. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Reports are being submitted on the camera head and camera control unit. Please refer to the following reports: patient identifier of (B)(6) is related to model number: ch-s400-xz-eb, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: otv-s400, serial number: (B)(4). During device evaluation at olympus, it was found the complaint was confirmed and the e222 error message occurred during the pixel correction process. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported that the 4k camera head displayed an e222 scope communication error about 30 minutes after startup and the camera control unit displayed an e116 error message. The e222 error message disappeared after a few seconds and was displayed during inspection at the manufacturer warehouse. Prior to checking the 4k camera head, the camera control unit was used to check three cameras and no error were displayed. A fourth camera was checked after checking the 4k camera head and no error messages were displayed. There was no reported patient harm or impact due to this event.